Manufacturer narrative:
The device was received in backup operation. Backup occurred due to low battery voltage trigger consistent with exposure to cold temperatures. After cutting open the device, battery was revealed to have reached end of life. The manufacturing to receive date exceeds the total projected longevity based on field settings and is considered normal battery depletion. Telemetry testing after replacing the device battery revealed no anomalies. The device exhibited normal characteristics after furthering testing with a new battery.

Event description:
During a follow up, in was noted that it was not possible to interrogate the device. The device was explanted to resolve the event and the patient was stable with no adverse consequences reported. Additional information was requested but not available.